Manufacturer narrative:
(B)(4).

Event description:
Procedure: abdominoplasty or panniculectomy. According to the reporter: the pt experienced a wound dehiscence on (B)(6) 2010 (initial surgery on (B)(6) 2010) and this was packed. On (B)(6) 2010, the pt experienced a wound infection.